Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Patient reported historical event and stated that about 5-6 months ago, they were taking a shower and they couldn't move and couldn't get out of the shower because they let their implant battery deplete. They said it was not a very pleasant experience. Patient also stated that the therapy turned itself off after that had occurred, agent reviewed. Caller said they make sure the patient charges their communicator once a week.